Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that the site was bleeding.

Manufacturer narrative:
Blood was observed in the soft cannula. Upon magnification the tip of the hard cannula was observed to be inadequate. This was confirmed to be the cause of the bleeding.